Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The bag hose was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that the unit is leaking. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no loss of ventilation. This was not a reportable malfunction. Additional information was received that there was no loss of ventilation. This was not a reportable malfunction.